Manufacturer narrative:
Additional information: the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an automated peritoneal dialysis patient experienced shortness of breath and feeling full during dwell 2 and 3 ( further specified as ¿mid treatment only¿). The patient was connected to the amia device at the time of the event. The caregiver reported ¿ever since the program was changed to increase the cycles, the patient began feeling too full¿, (reported as overfill symptoms). It was reported draining relieved the symptoms. The patient was receiving treatment deviations in regards to ultrafiltration. Renal therapy service initiated a swap of the device and continuous ambulatory peritoneal dialysis was discussed. At the time of this report, there was no patient injury or medical intervention associated with this event. No additional information is available.